Event description:
It was reported the patient underwent surgical intervention due to experiencing uncomfortable stimulation (reference MFR report: 1627487-2015-07073). However, the physician was unable to implant a lead due to patient anatomy and scar tissue. The procedure was abandoned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.